Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the implantable cardiac monitor exhibited no sensing where there was no electrode contact. The issue could not be resolved with programming. Detection for pauses was turned off. The patient was stable.